Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. The device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one MRI implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter crack, unable to flush and the identified wear and deformation due to compressive stress, as a partial circumferential break was noted approximately 3.0 cm from the distal end of the cath-lock and a circumferential split was noted approximately 4.3 cm from the distal end of the cath-lock. Both edges of break 3.0 cm from the distal end of the cath-lock were jagged and rounded. Similarly, the edges of the split 4.3 cm from the distal end of the cath-lock were rounded and jagged. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2020). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately four year post port placement, the device was unable to be flushed and the device was removed. It was further reported that a crack was noted on the catheter. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2020).

Event description:
It was reported that some time post port placement, the device was unable to be flushed and the device was removed. It was further reported that a crack was noted on the catheter. There was no reported patient injury.